Event description:
Customer states the device is not reading correctly. They have had two different incidents. They state that they blacked out while in a parking lot and paramedics were called and they were given glucose IV. The paramedics tested pt's blood glucose and received a result of 64mg/dl. The customer also stated that they received a result of 352mg/dl and took 20 units of 70/30 and retested within 5 minutes and received a result of 158mg/dl. At bed time blood glucose was 166mg/dl. They stated dr reduced amount of insulin taken to 10 units. No controls were in use and the customer was using the wrong kind of strips in the device. A request was made for the return of the suspect device and replacement product was sent.